Event description:
It was reported that during a spinal fusion surgical procedure, the bur broke in the attachment. It was further reported that there was no adverse consequences or delays as a result of this event; another bur was available to complete the procedure.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multi factorial. The attachment associated with this MDR is as follows; part number: 5100010922, lot number: 10326.